Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 74-year-old patient with severe aortic stenosis underwent an initial implantation of an evolut fx 26 transcatheter aortic valve. During the procedure, severe hypotension and respiratory arrest occurred. The valve dislodged, resulting in severe aortic regurgitation. To address these issues, a second implantation of the evolut fx 26 was performed. The depth was checked on the left oblique side, and the valve was positioned with two radiopaque points under the sinuses at approximately 3 millimeters depth. When coronary artery cannulation began, pressures decreased considerably. The medical team used a snare to reposition the valve to the ascending aorta and proceeded with the second valve implant, which was successful, leaving no gradients or insufficiency. No injury was reported, and the patient was alive following the procedure. It was reported that the second delivery catheter system (dcs) was exchanged for an unknown reason. Additional information was received which reported that a pre-implant balloon dilation was performed using a 20mm non-medtronic balloon. The patient's anatomy had mild calcium which was reported to have contributed to the dislodgement. A medtronic guidewire was used for the procedure, and the deployment starting point was the bottom of the pigtail catheter. After the valve dislodged, the depth was 3 mm on the left coronary cusp and 0mm on the non-coronary cusp. It was clarified that a new dcs was used for the second valve implant. There were no reported issues with the dcs. Additional information was received to report it was unknown whether the regurgitation was central or paravalvular leak.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 product ID d-evolutfx-2329 (lot: 0012342652); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 74-year-old patient with severe aortic stenosis underwent an initial implantation of an evolut fx 26 transcatheter aortic valve. During the procedure, severe hypotension and respiratory arrest occurred. The valve dislodged, resulting in severe aortic regurgitation. To address these issues, a second implantation of the evolut fx 26 was performed. The depth was checked on the left oblique side, and the valve was positioned with two radiopaque points under the sinuses at approximately 3 millimeters depth. When coronary artery cannulation began, pressures decreased considerably. The medical team used a snare to reposition the valve to the ascending aorta and proceeded with the second valve implant, which was successful, leaving no gradients or insufficiency. No injury was reported, and the patient was alive following the procedure. It was reported that the second delivery catheter system (dcs) was exchanged for an unknown reason.

Manufacturer narrative:
Image review: six media files and one static were provided for review. The valve was deployed just prior to the point of no recapture and depth assessment was performed in the lao view only. Depth appeared to be less than 0mm on the non-coronary cusp and 3mm on the left coronary cusp and presence of coronary perfusion. Depth assessment at the ncc should be performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Since depth assessment in the cusp overlap view was not provided, depth on the non-coronary is an estimate but based on that, a recapture was warranted. However, the valve was released, and the subsequent angiogram shows that the valve possibly dislodged to the level of the sinuses of valsalva causing significant aortic regurgitation and absence of coronary flow. There is evidence that a snare was inserted and during snaring cardiopulmonary resuscitation was initiated. The valve was snared to the ascending aorta and a second valve was implanted successfully with evidence of coronary flow. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a pre-implant balloon dilation was performed using a 20mm non-medtronic balloon. The patient's anatomy had mild calcium which was reported to have contributed to the dislodgement. A medtronic guidewire was used for the procedure, and the deployment starting point was the bottom of the pigtail catheter. After the valve dislodged, the depth was 3 mm on the left coronary cusp and 0mm on the non-coronary cusp. It was clarified that a new dcs was used for the second valve implant. There were no reported issues with the dcs.